Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The returned breathing circuit was reported to have been used on an (B)(6) patient. It was triple bagged for return and it was noted that special care must be taken during handling due to risk of infection. Method: the package which contained the breathing circuit stilled contained fluids; the package was not opened due to risk of infection. An investigation was carried out based on the information provided by the hospital. Results: the hospital reported that the humidifier that was being used with the breathing circuit alarmed. It was reported that the alarm was resolved by replacing the breathing circuit. It was also reported that when the complaint circuit was being used, the delivered gas felt cool. Conclusion: based on the information provided, it is likely that the heater wire inside of the complaint breathing circuit had become open circuit. This would have allowed the humidified gases to cool slightly prior to delivery and would have triggered a humidifier alarm. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production. Open circuit heater wires do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4). Risk of infection.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that a respiratory humidifier alarmed during use. It was reported that the humidifier, temperature probe and heater wire adaptor were changed, but the breathing circuit was kept. When the new components were set-up, the same alarm was generated and the delivered gas felt cool. The hospital then changed the breathing circuit and the alarm was resolved. No patient consequence was reported.